Event description:
It was reported that the atrial threshold increased from 0.5 v at 0.5 ms to 2.75 v at 0.5ms. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.